Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed "software failure # e437". This does not a reportable malfunction. However, during verification testing at the service center, the device was powered on an alarmed e437, #223 [software failure, sensor off time out]. The device was rebooted and displayed e301 [audio alarm failure]. The piezo was tested by turning the volume knob on each side of the knob position where the alarm was observed and a specific zone was found where the volume level dropped to a significantly very low level and was slightly audible.

Manufacturer narrative:
During testing the device was powered on and alarmed e437, #223 (software failure, sensor off time out). The device was rebooted and displayed e301 [audio alarm failure]. The piezo was tested by turning the volume knob on each side of the knob position where the alarm was observed anda specific zone was found where the volume level dropped to a significantly very low level an wa slightly audible. This was due to the piezo alarm assembly. Further testing by the supplier found tha the piezo had impedance failure within the ceramic piezo. Due to high temperatures during soldering, the material property of the piezo may alter causing the impedance of the piezo to drop and resulting in piezo failure. The probable cause of e437 (software failure) was a defective central processing unit printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.